Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system was not starting. During troubleshooting, the system was able to be switched on after bypassing the ups, but various power supply subcomponents were failed. Review of the system log file showed can (controller area network) communication and operational errors which may be due to malfunctioning fan and power tray of the pdu (power distribution unit). The philips field service engineer (fse) inspected the system onsite and replaced the pdu fan tray and dcps (digitally controlled power supply) which resolved the issue. The issue reoccurred since the replaced part was defective on arrival. So, the fse again replaced the pdu fan tray and dcps. The defective pdu fan tray was returned for further analysis. The cause of the pdu fan tray failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu fan tray by the field service engineer has resolved the reported issue and restored the functionality of the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.